Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the event was unknown. Action/intervention: the patient returned to the physician office on (B)(6) 2024 for a refill and was able to successfully withdrawal pfns from the pump reservoir and fill with the medication. Outcome: the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving saline (pfns, pbs) and fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that a company representative (rep) conferenced with a physician, who then the had the patient in for a refill. The healthcare provider (hcp) was attempting to aspirate the saline from the reservoir and fill with fentanyl. They used two medtronic refill kits which were three different size syringes, and under fluoro. The technical services (tss) had the hcp confirm there was fluid in the reservoir with a lateral view. The tss also had hcp attempt to hold back negative pressure for two minutes to try and unlock valve. The hcp confirmed that the kit was patent by having saline in the syringe and confirming they can see saline leave the tip of the needle. The tss discussed bringing patient back in a few days to see if valve would unlock.no symptom was reported. Additional information was received from a healthcare provider stated that he was getting code 83 when attempting to interrogate patient's pump at different office. The technical services (tss) walked the hcp through updating tablet software. The hcp also asked if the only step was revision if the valve did not unlock. The tss stated that the valve should have unlocked after two days if it did not lock, they were advised to call back.